Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water tightness lost. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the confirmed customer report of bad image and investigation finding of water tightness loss was due to failure of the cable unit, and due to damage on plug unit, water tightness is lost. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had a bad image; the sharp edge of objects on the monitor was missing. The issue was identified during preparation for use for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had a bad image; the sharp edge of objects on the monitor was missing. The issue was identified during preparation for use for an unspecified procedure. There were no reports of patient harm.